Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16170. The patient has two pns systems (off-label) consisting of 2 supraorbital leads and 2 occipital leads. It was reported the patient experienced auto-reduction of her right side leads. The right supraorbital lead exhibited impedance issues; however, reprogramming provided adequate stimulation. The right occipital lead showed multiple contacts had invalid impedance readings, but reprogramming was unable to resolve the issue. The physician plans to revise the patient's right occipital lead at a later date. As the affected device is unknown, both of the patient's occipital leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.